Event description:
It was reported that during a left colectomy procedure, the universal adaptor tore. Another device was used to complete the case with no pt consequence.

Manufacturer narrative:
Info is unavailable; device was not returned for evaluation. The batch record was reviewed and no anomalies were noted during the mfg process.